Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During an initial implant procedure, there was loss of capture noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The physician alleged the event resulted in an extended procedure time that was clinically significant. The patient was stable and continued to be monitored.